Event description:
The surgeon of the hosp, reported to our sales rep that he was performing a surgery procedure. During this procedure, the hexagonal bolt of the cup holder broke at the spindle during screwing. A replacement was available and he could complete the surgery.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.